Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified that led to the malfunctions. Based on the provided information, it was unknown whether the user conducted reprocessing in accordance with the instructions for use. Therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite pleura videoscope was returned to the service center with a report of a hole and tear in the distal end rubber. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the foreign objects in the control section, grip, and bending section cover was found to be most likely due to inappropriate material. There was no patient involvement.